Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart. A cold reset was performed. Customer's blood glucose level was 65 mg/dl. Customer reports that the alarm occurs again after battery change. The customer was advised to monitor the pump and that patient may continue to wear the pump until a replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device display properly. No black display or audio or beep anomaly noted. However, device alarmed unexpected restart error after battery change and resets time or date to factory default due to voltage leak at interface board.